Event description:
We received 50ml luer-lok syringes which demonstrate poor quality control during manufacture. Numerous syringes came from the manufacturer with incomplete graduation marks, or entirely without graduation marks. All had the following identifiers ref: 30965, lot: 4080219, exp: 2029-03-31, barcode (B)(4).